Event description:
Further follow-up revealed that the pt underwent revision surgery. During the surgery the bipolar lead was disconnected and then reconnected to the pulse generator. Device diagnostic testing again resulted in high lead impedance reading (dc-dc code 7 and limit). The pulse generator was then disconnected from the lead and tested separately. Testing confirmed proper function of the pulse generator, indicating a possibly lead malfunction. The lead was observed and identified to have 2 visible kinks from being wrapped around the generator. The surgeon felt that the high lead impedance was due to fibrosis and not the kinks. Surgeon did not do a lead replacement surgery because he did not want to expose the carotid sheath. Surgeon indicated that the replacement would not be of any benefit to the pt and it would be time consuming. The pulse generator was reconnected to the bipolar lead and was placed back in the pocket and programmed back to on. It was reported that the pt did not experience an increase in seizures.

Event description:
Further follow-up revealed that the patient began to experience a slight increase in seizures; however, the increase was not above the patient's vns baseline frequency. X-rays reviewed by radiologist did not identify any obvious discontinuities with the vns therapy system. Revision surgery is planned.

Event description:
Further follow-up revealed that the pt's device was programmed to off and that the pt had experienced an increase in the intensity and frequency of seizures while the device was programmed off. The pt underwent surgical removal of scar tissue and is currently doing well.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator was not at end of service. No adverse event was reported in conjunction with the high lead impedance reading. Lead break is suspected.